Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device available for evaluation?: excimer laser, sn (B)(4); femto laser, sn (B)(4). The field service specialist (fss) visited customer site to inspect the system. While working on the intralase for lost suction issues, fss decided to proactively check, adjust or replace the joystick in case the bed is drifting. Fss replaced joystick and tested for drift as well as verified lens calibration. Fss found no issues and the system was found to meet the required specifications. (B)(4). Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that they are loosing suction more often than normal. It was reported that there was patient involvement, that no patient treatments were delayed or cancelled and that all patients were treated without issues.

Manufacturer narrative:
Narrative correction: in the initial MDR, narrative, device available for evaluation? Was addressed inadvertently as it should have been addressed in concomitant medical products instead. In this report the information has been corrected as listed below. Concomitant medical products: excimer laser, sn (B)(4); femto laser, sn 1007-40400. All pertinent information available to abbott medical optics has been submitted.